Manufacturer narrative:
During lab testing by the product surveillance technician (pst), the electronic patient gas system (epgs) was connected to a system one simulator and central control monitor (ccm), attached oxygen and air at 50 psi, entered a perfusion screen on the ccm, and waited the 15 minute oxygen (o2) sensor warm-up period. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.88 volts, within the specification of .55-2.758 volts. The pst operated the epgs for six hours through its range of flow and o2% with no low air supply pressure errors occurring. He removed the cover of the epgs and did not find any air leaks or poor connections that might cause low air supply pressure errors. He calibrated the epgs again and operated the epgs for another six hours with no low air supply pressure errors occurring. Visual inspection results did not observe any anomalies that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt), was unable to duplicate the reported issue. The srt replaced the pressure transducer on the air side as a precaution. The electronic patient gas system (epgs) operated to manufacturer¿s specification. Per data log analysis, on 20 apr-2017 the gas system is successfully calibrated at 03:37:05 am. Flow is set to 0.9 l/min at 03:53:07 am. At 06:06:33 am and at 06:06:44 am, the gas system reported blending gas (air) pressure low (0 psi). Fio2 was set to 21% during this time, so it's not likely this occurred during a case. Either the supply gas was disconnected (most likely), or an intermittent failure of the pressure transducer occurred (less likely). The system was power off around 9:30 am, and powered up again at 1:50:39 pm, and all seems normal. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
(B)(4). The customer checked the hose connections and did not hear any gas leaks.

Event description:
It was reported that during the use of the device for a non-clinical activity, the electronic patient gas system (epgs) had a low oxygen supply pressure message. There was no patient involvement.